Event description:
It was reported that this right ventricular (rv) lead had dislodged; therefore, the lead was explanted, and new lead was implanted. No additional information is available at the moment.